Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 10 cm abdominal aortic aneurysm. It was reported that during a follow up, approximately twelve years and three months post index procedure, that the aneurx stent graft had migrated. Additionally, there was a proximal type I endoleak present. Per the physician, the cause of the migration and endoleak were due to disease progression. The patient was treated. The physician elected to implant an endurant aui and endurant contralateral limb and a talent occluder converting the aneurx stent graft to an aui. The stent graft migration and the proximal type I endoleak were resolved. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.